Manufacturer narrative:
H3,h6: one 72203379 healicoil pk 5.5mm-2 ub blue-cobraid device was used for treatment and was returned for evaluation. No anchor or suture was returned. The shaft and fork section of distal tip had a fractured weld seam. Both portions have evidence of weld remaining. The inserter shaft tip has been visibly flared from force. This would indicate excess leverage movement was a factor. Site prep is critical to a successful implementation. Instructions for use for this product has technique driven instructions and cautionary directions. Per instructions for use ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Hold the awl in place and use a mallet to tap the proximal end to prepare the insertion site. Establish and maintain axial alignment of the suture anchor to the prepared insertion site and place the tip of the anchor into the prepared hole. Excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a 3.8mm straight awl is the recommended prep instrument for normal bone condition. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during a rotator cuff repair surgery, upon pulling back on the insertor handle, an usual "pop" sensation was felt by the surgeon, however following with the removal of insertor shaft from cannula, it was noted that the distal 15-20mm of the insertor shaft had broken off the proximal portion and remained in the body of the anchor. Surgeon proceeded to grab the most proximal end of the broken shaft piece with an arthroscopic grasper and then pull out from anchor body and removed it from surgical site. No damage noted to any of the sutures, healicoil anchor was noted to be in good position and did not appear compromised. Surgeon proceeded with procedure in usual manner without further incident a back up device was available to complete the procedure with no patient injury or other complications reported. There was a significant delay greater than 30 minutes.

Manufacturer narrative:
One 72203379 healicoil pk 5.5mm-2 ub blue-cobraid device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be visually evaluated. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Pressure or excess torque applied. Inadequate bone quality resulting in anchor pullout or loss of fixation. Unexpected bone condition/density. Use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl. Communication relayed use of a 5.5mm awl. Final product met specifications upon release to distribution. Complaint history review found no other reports for this lot. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair surgery, upon pulling back on the insertor handle, an usual "pop" sensation was felt by the surgeon, however following with the removal of insertor shaft from cannula, it was noted that the distal 15-20 mm of the insertor shaft had broken off the proximal portion and remained in the body of the anchor. A back up device was available to complete the procedure with no patient injury or other complications reported. There was a significant delay greater than 30 minutes.